Event description:
It was reported that during loading of a preloaded monofocal intraocular lens (iol) into a simplicity injector, the lens jammed inside the injector and cracked. The incident occurred during loading and the lens did not contact the patient¿s eye. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.